Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the reported event is not confirmed. Visual examination of the provided photo and returned product identified the device has been cycled twice and both anchors are out of the needle. The black push button was cycled with no issues and there are no signs of flashing on the handle. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in taiwan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor failed to fire. Upon withdrawal of the needle after the first deployment, it was found that no suture had been secured in the meniscus. The needle was reinserted into the meniscus for a second deployment. After this second attempt, both blue anchors were found stuck on the needle and were withdrawn together without being fixed in the tissue. The procedure was successfully completed using a backup device, which did not exhibit the same issue. It was reported that no further information is available.